Manufacturer narrative:
This is an addendum to the initial emdr to document communication from the contact. Also to document the completion of the review of the manufacturing records. The review shows the lot was manufactured to specification. The contact reports that the patient has to undergo additional surgery (2-3 more procedures) which includes possible explant of the ventralex st mesh. Surgery dates have not been provided and it is unclear if the additional surgeries have been scheduled at this time. This additional information has not changed the initial determination, no conclusion can be made at this time. Should additional information be provided, a supplemental MDR will be submitted.

Event description:
As reported on 10/31/2017, the following was reported to davol: on (B)(6) 2016 the patient underwent an open umbilical hernia repair with the implant of a bard ventralex st hernia patch above the umbilicus. As reported, the hernia defect was 2 cm in diameter, and after the hernia sac was removed the ventralex st hernia patch was placed and fixated with a running suture. On (B)(6) 2016 the patient presented to the ER with complaints of severe abdominal pain and a "large lump" on his abdomen. The patient was discharged with narcotic pain medication and referred to follow up with his surgeon. The patient followed up with his surgeon and since he was having an elective surgery one week later, the surgeon decided to perform an exploratory laparotomy before performing a hiatal hernia repair and cholecystectomy. On (B)(6) 2016 the patient underwent an exploratory laparotomy, cholecystectomy and hiatal hernia repair. During the exploratory laparotomy it was noted that the ventralex st hernia patch had detached from the abdominal wall and there was a recurrent hernia. The surgeon then re-sutured the patch to the abdominal wall. As reported, the patient is experiencing ongoing abdominal pain since the revision procedure. As reported the patient's surgeon does not think there is a recurrent hernia and the pain he is experiencing may be related to scar tissue. The patient's surgeon has recommended the patient undergo an abdominal CT scan to help diagnose a reason for the ongoing pain. Addendum: as reported, the patient continues to experience unspecified issues and has to undergo additional surgery (2-3 more procedures) which includes possible explant of the ventralex st mesh.

Manufacturer narrative:
The contact reports that since the revision procedure the patient has experienced ongoing pain. During the revision procedure the patient also underwent the repair of a hiatal hernia and a cholecystectomy. Based on the information provided and due to the patient having undergone additional abdominal repairs, no conclusion can be made as to the degree to which the mesh implant may have caused or contributed to the patient¿s reported post operative course. Should additional information be provided, a supplemental MDR will be submitted. As reported during the revision procedure the ventralex st hernia patch was noted to have detached from its fixed position and a recurrent hernia was present. The reason for the alleged detachment is unclear. The warning section of the instructions-for-use, which are provided with the device states, ¿to prevent recurrences when repairing hernias, the prosthesis should be large enough to extend beyond the margins of the defect.¿ and ¿to ensure a strong repair, the prosthesis should be secured with tack or sutures through the polypropylene mesh straps and positioning pocket." Additionally, recurrence is a known inherent risk of hernia repair surgery and is listed in the adverse reaction section as a possible complication. Remains implanted.

Event description:
The following was reported to davol: on (B)(6) 2016 - the patient underwent an open umbilical hernia repair with the implant of a bard ventralex st hernia patch above the umbilicus. As reported, the hernia defect was 2 cm in diameter, and after the hernia sac was removed the ventralex st hernia patch was placed and fixated with a running suture on (B)(6) 2016 - the patient presented to the ER with complaints of severe abdominal pain and a "large lump" on his abdomen. The patient was discharged with narcotic pain medication and referred to follow up with his surgeon. The patient followed up with his surgeon and since he was having an elective surgery one week later, the surgeon decided to perform an exploratory laparotomy before performing a hiatal hernia repair and cholecystectomy. On (B)(6) 2016 - the patient underwent an exploratory laparotomy, cholecystectomy and hiatal hernia repair. During the exploratory laparotomy it was noted that the ventralex st hernia patch had detached from the abdominal wall and there was a recurrent hernia. The surgeon then re-sutured the patch to the abdominal wall. As reported, the patient is experiencing ongoing abdominal pain since the revision procedure. As reported the patient's surgeon does not think there is a recurrent hernia and the pain he is experiencing may be related to scar tissue. The patient's surgeon has recommended the patient undergo an abdominal CT scan to help diagnose a reason for the ongoing pain